Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the atrial lead had no capture or no sensing. The radiograph showed the lead had lost all slack and contact with the myocardium and was compromised. Attempts were made to reposition the lead, but these attempts were unsuccessful. The lead was explanted and replaced with a new one. No patient complications have been reported as a result of this event.